Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system was exhibiting loss of right atrial (ra) capture, along with high out of range pace impedances measuring greater than 2,000 ohms and no sensing. The patient had reported to be feeling like they had before the device was implanted. It was further noted that the device had migrated to the patient's armpit. There is potential that the ra lead is dislodged also. Additional troubleshooting efforts were to be performed. The patient was referred to a different physician. At this time, no further details have been made available.

Event description:
Additional information indicates that this patient later underwent a revision procedure and this pacemaker and ra lead were explanted and replaced. No further adverse patient effects were reported.